Event description:
Surgeon was performing a c1-2 posterior cervical fusion and wanted to connect it to an existing construct from c3-7. After placing screws into c1 and c2 the surgeon wanted to back out a 3.5x28mm c2 screw as it was buried into the bone at c2. He attempted to back out the screw with the hex portion alone (no holding sleeve on the screwdriver). The tip of the driver broke off in the screw and the fragment could not be retrieved. He attempted to back the screw out by locking a small piece of a rod with the locking cap and 'helicopter' the screw out using the counter torque instrument. As he was attempting this maneuver, the screw broke approx 10mm down the shaft of it, leaving the screw buried in the pedicle of c2. Retrieval of that fragment was too dangerous to perform so he left it in. He also tried to back out a 4.0x34mm long shank screw and that screw stripped. He was able to successfully 'helicopter' that screw out and replace it with a 4x40mm m/l screw. The surgeon completed the surgery with fixation at c1 and c2 on one side and just c1 on the other side. He used a parallel connector to connect it to the medtronic vertex system that was previously in.

Manufacturer narrative:
Visual examination of the returned device confirmed the tip was broken. The instrument was then sent for fracture analysis. Fracture analysis revealed plastic deformation at the hex features and torsional shear markings at the center of the fractured surface. This suggests the driver underwent a quasi-static torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause could not positively be determined however fracture analysis suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.